Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that noise was discovered on this right ventricular (rv) lead during a routine pulse generator change out due to normal battery depletion. Low pacing impedance of 389 ohms was noted, as well as intermittent capture. It was suspected that lead insulation integrity was compromised. The physician elected to surgically abandon this lead and implant a replacement. No additional adverse patient effects were reported.